Manufacturer narrative:
The facility biomedical engineer tested the system and stated it functioned fine. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).

Event description:
The nurse reported the system shut down during surgery. The system was switched out to complete the case. No patient injury was reported.